Event description:
It was reported that during procedure the subject balloon could not be deflated due to resistance at the distal part at the time of the coil insertion and performing the treatment. The physician replaced it with a new device to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter was returned with an unknown guidewire stuck in the distal tip of the catheter. There were no other visual anomalies noted to the device. Functional test, an unsuccessful attempt was made to advance a demonstration guidewire through the balloon catheter, it was noted that the catheter was blocked at the hub. The catheter was soaked in warm water and then cut at 127cm from the distal end. The guidewire was advanced again, slight friction was noted at the balloon site. The catheter was then flushed in an attempt to inflate the balloon. The balloon device leaked at the site where the guidewire had initially been stuck. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported ¿balloon difficult/unable to deflate during use¿ could not be confirmed; however, the analysis results are consistent with the reported event. The reported event ¿balloon or balloon catheter friction¿ was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device after removal from the packaging or prior to preparation, the devices were prepared as per the dfu, continuous flush was maintained throughout the procedure and the patient¿s anatomy was of normal tortuous. It is most probable that procedural factors encountered during the attempt to inflate the device at the time of the coil insertion and performing the treatment contributed to the reported event. It was noted that the unknown guidewire had pierced the distal catheter tip which may have contributed to the reported event. The as reported ¿balloon or balloon catheter friction¿ and ¿balloon difficult/unable to deflate during use¿ as well as the as analyzed ¿balloon or balloon catheter friction¿, 'balloon catheter tip damaged' and 'balloon leaked during use' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the subject balloon could not be deflated due to resistance at the distal part at the time of the coil insertion and performing the treatment. The physician replaced it with a new device to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.